Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Device eval: returned was one swg and one 3 lumen catheter marked arrow-howes 7fr x 30 cm on the juncture hub. The returned catheter appeared typical with no obvious defects or anomalies. The swg was visually examined and measured. The swg appeared stretched near the middle and the core wire was found separated adjacent to the weld at the proximal end. Discoloration was observed at the broken end of the core wire, which is consistent with proximity to a weld. Microscopic inspection also revealed a plastic deformation and necking of the wire in the area of the break. The distal weld was full and intact. The core wire was measured and based upon the measured length of the broken core wire, no pieces appear to be missing. The od of the swg was measured and met spec. The proximal end of a lab inventory 0.032 inch swg was inserted through the distal tip of the catheter and it advanced without resistance through the distal lumen. The instruction booklet provided with the kit describes suggested techniques to minimize the likelihood of swg damage during use. It states that if resistance is encountered when attempting to remove the swg after catheter placement, the swg may be kinked about the tip of the catheter within the vessel. In this case, it is recommended to withdraw the catheter relative to the swg about 2-3 cm and then attempt to remove the guide wire. The instructions caution that withdrawing the swg against the needle bevel or use of excessive force during removal could damage or break the wire. The device history records for the swg and the catheter were reviewed with no findings relevant to this complaint. The investigation found no evidence to suggest a manufacturing related cause. The report that the swg was stretched was confirmed through visual inspection of the returned sample. Further inspection of the swg sample also revealed that the core wire was broken adjacent to the proximal weld. No manufacturing defects were found during this investigation. Arrow guide wires are designed and manufactured to withstand a tensile force that exceeds the minimum force specified by the iso standard for this size wire. The selected insertion site and pt anatomy pay present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design spec is applied during removal. Quarterly trending indicates a low, stable rate for unraveled or separated guide wire complaints. Based on these circumstances, the potential cause of this issue is procedure/pt anatomy related.

Event description:
It was reported this event occurred in the operating room. During the insertion process, upon removal of the swg from the catheter, insertion site unknown, the swg was stretched (around the middle) although no resistance was felt during removal. As a result, the swg and catheter were removed. Another insertion attempt was made and was successful. There was no reported delay, injury, complication, or death.